Manufacturer narrative:
Follow-up #1 date of submission 05/28/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigators were unable to confirm or duplicate line through display. During testing, the screen was fully functional and was fully illuminated with no signs of extrinsic lines visible on the display.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the display screen was blank after powering on and would then display a vertical line obscuring the screen after hitting the ok keypad button. The screen would then go blank again. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.